Manufacturer narrative:
All the buttons functioned properly on the insulin pump and no frozen buttons were noted; however, there were corroded keypad traces. The pump was also received with a cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had a keypad anomaly; the buttons were not responding when the customer was trying to administer a bolus. The patient's blood glucose at the time of incident was 171 mg/dl. The customer's mother stated that the pump seems to be frozen, and that time was advancing on the display but the buttons were not responding. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.